Event description:
Customer reports protime inr results inconsistent with lab inr results. Pt therapeutic range 2.5 - 3.5 inr. On (B)(6) 2009, protime inr 1.8 vs lab inr 2.55. On (B)(6) 2009, protime inr 1.9 vs lab inr 2.69. On (B)(6) 2009, protime inr 3.3 vs lab inr 3.73. Adjustment in coumadin dosages being made using both protime and lab inr results. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Customer reports inconsistent results started occurring with lot of cuvettes. New lot of cuvettes were sent to customer. Customer reports inr results obtained with new cuvette lot are within customer's expectations. Manufacturer eval/investigation currently in process.